Event description:
Medtronic received information that fifteen months following the implant of this transcatheter bioprosthetic valve, the patient was treated for acute on chronic systolic heart failure. Bipap and medications were prescribed for hypotension, hyperglycemia and fluid over load. Signs of worsening renal function, low-output state and poor end organ perfusion continued. The code status was changed to dnr (do not resuscitate)/dni (do not intubate). The patient passed away the following day due to cardiovascular reasons. The specific cause of death was not reported. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
Conclusion: the reported information does not indicate a potential manufacturing issue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A relationship of the congestive heart failure to the device or procedure could not be determined with the limited information avail able, though it is likely related to patient condition. The report of patient death was ascertained to be cardiovascular; however, it is unknown if the device or procedure contributed to the patient death, and detailed information about the event was not available as no explant or autopsy was performed. With the limited information available and no returned device for evaluation, no conclusive assessment could be made regarding the relationship of the device to the patient death.

Manufacturer narrative:
Conclusion: the device was not explanted. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Multiple attempts for additional information were made, however were unsuccessful. Should additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.